Event description:
The rep reported the device was used during an "ilc" procedure. It was reported the lf001's shrink wrap came off in the gland of the pt. The wrap was retrieved with a grasper. There was no consequence to the pt. 09/09/1998 it was reported that a portion of the heat shrink tubing (i.e., shrink wrap) of the fiber became detached in the prostate gland of the pt.